Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after weaning the patient off cardiopulmonary bypass. The healthcare provider also noted that there was no malfunction or quality deficiency of the edwards valve. The device was discarded. No other details provided.

Manufacturer narrative:
Additional manufacturer narrative: despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. The healthcare provider has confirmed that there was no malfunction or quality deficiency of the edwards valve. In this case, there is insufficient information to conclusively determine the root cause of this event.

Manufacturer narrative:
Additional manufacturer narrative: it was identified, through review of source documentation provided, that the patient presented with native aortic valve endocarditis requiring replacement. The subject device was implanted in the aortic position. After releasing the cross clamp, the patient had evidence of perivalvular leak. Patient was re-cross clamped and additional sutures were placed in the area of the leak. After removing the cross clamp once again, there was still persistent perivalvular leak in the same location. The etiology of the leak was unclear. Therefore, the device was replaced with another edwards bioprosthetic valve (same model/size). It was noted that the cause of the leak "...appeared to be a small rent near the raphe that might have been for the bicuspid valve." After placing the new valve, patient was weaned off cardiopulmonary bypass with a moderate amount of inotropic support. He was coagulopathic. The sternum was closed and it was planned to perform formal closure the following day. The patient was noted to tolerate the procedure relatively well and was taken to the ICU in guarded condition. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons. In this case, the operative report documents what "...appeared to be a small rent near the raphe that might have been for the bicuspid valve." Unfortunately, there is insufficient information in this case to conclusively determine the root cause of this event. The healthcare provider indicated that there was no malfunction or quality deficiency of the explanted valve. No further actions are possible with the available information.